Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vse instrument for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. Note: refer to medwatch report (MDR) with MFR report #2955842-2024-16237 for MDR submission of the other vse instrument used during the case that had the customer reported issue.

Event description:
It was reported that during a da vinci-assisted triple-way esophagectomy surgical procedure, the customer reported that when using the vessel sealer extend (vse) instrument, they noticed that a white part of the clamp was increasingly visible. According to the surgeon, small white debris fell inside the patient and was not found. After taking out the tweezers and looking closer at the white part, the fragment that fell looked like silicone. The customer changed vse instrument with another vse instrument (same batch/lot) and the same thing happened. Therefore the customer used a vse instrument with a different batch/lot number and the issue did not reoccur. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was found to have small amounts of white substance on the distal end near the grips. This substance was used during the manufacturing process and could be found on the instrument in some cases. This product was conforming and could be used safely.

Event description:
Refer to h10/h11 for follow-up information.